Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago the date the manufacturer became aware of the event. Explant date: years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2138-70, serial: (B)(4), batch: 128677/130523.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. The explanted device components were not returned. No further information has been obtained despite good faith efforts.